Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 115 mg/dl. The customer stated that the pump alarmed while priming. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk also, with corroded battery tube. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed self-test, unexpected restart error test, displacement test and rewind. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked display window and scratched reservoir tube window.